Event description:
In two incidents the oxygen tubing was connected to the manometer port by the patient mask; the oxygen regulator was set to 25 lpm. Both patients had tracheal tubes inserted. The patient's lungs burst due to the pressure. The reporter stated that reporter was informed by reporter's supervisor that there was no need to report these incidents because the patients were not breathing anyway.